Event description:
It was reported that during an sfa procedure, the distal tip of the delivery system broke off during stent deployment. Upon removal of the delivery system, the distal tip was noted to be missing. The indwelling piece migrated down & embedded in the popliteal artery. No additional procedures have been scheduled.

Event description:
It was reported that during an sfa procedure, the distal tip of the delivery system broke off during stent deployment. Upon removal of the delivery system the distal tip was noted to be missing. The undwelling piece migrated dwn & embedded in the popliteal artery. No additional procedure have been scheduled.